Event description:
The patient was non-compliant and did not charge the device for many months. It was not possible to communicate with the stimulator. It was stated that the pocket was not too deep. The device was replaced.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.